Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to initial reports, patient was implanted with onxae-23 sn (B)(4) (B)(6) 2018. On (B)(6) 2019 the patient received onxaap-25 sn (B)(4). This investigation will be relegated to the explant of the onxae-23 sn (B)(4).

Event description:
According to initial reports, patient was implanted with onxae-23 sn (B)(4) (B)(6)2018 . On(B)(6)2019 the patient received onxaap-25 sn (B)(4) . This investigation will be relegated to the explant of the onxae-23 sn (B)(4) . Additional information: date of procedure: (B)(6)2019 preoperative diagnosis: status post recurrence of sinus of valsalva aneurysm, recurrent paravalvular leak. Procedure performed: redo sternotomy, redo aortic valve replacement, removal of previous 23 mm onyx valve root replacement with a composite 25 mm onyx valve, modified bentall procedure. Indication for surgery: patient is a very pleasant 47-year-ald gentleman, who about 3 years ago had endocarditis, had his aortic valve replaced. He developed a paravalvular leak and sinus of valsalva aneurysm. Decision was made at that time to redo surgery was to go ahead and place a 23 11111 onyx valve and do patch exclusion of his sinus of valsalva aneurysm. The patient had done well, recently was readmitted with shortness of breath. Repeat tee did show paravalvular leak as well as recurrence of the sinus of valsalva aneurysm. The patient was seen and evaluated. Decision was made to go ahead and proceed with definitive treatment, which would be a root replacement. Informed consent was obtained. Continued dissection then was performed the aorta and there was noted to be frozen to the pulmonary artery, continued to dissect out as much that we felt was safe. We were able to go circumferentially near the proximal to the aortic arch, able to place a crossclamp and then gave retrograde cardioplegia. We were not able to achieve arrest, so we performed our aortotomy and gave handheld cardioplegia down the coronary ostium. Then, we were able to achieve arrest. On inspection of the aortic valve showed that there was a small pinpoint paravalvular leak between the left and right coronary cusp. The previous cormatrix exclusion patch had partial closure; however, around the cephalad portion appeared that it had reopened and the existing cavity was still there or so. We proceeded to mobilize the left and right coronary buttons and excise the aorta down to the annulus. Then, we did copious irrigation, c02 insufflation into the operative field. Circumferential pledged ethibond sutures were then replaced around the annulus after the 23 mm onyx [on-x] was removed with corresponding core-knots. After placing the circumferential pledged ethibond suture we resized that and got 25 mm composite graft. Re-dosing was performed with handheld cardioplegia down the coronary buttons. The valve conduit then was delivered and inspected and secured with core-knot. We did test it given some plegia down through the graft to if the anastomosis would hold and it appeared to have done so. We then fashioned the left coronary button and proceeded to perform the anastomosis of the left coronary button to the valsalva graft. This was done in 2 layers with s-e prolene running. Again, plegia was administered down the graft and we inspected for hemostasis around the button. We proceeded at this point to go ahead and perform the right coronary button to graft anastomosis done in end-to-side fashion with running prolene stitch with s-9 prolene in 2 layers. We started rewarming the patient at this point then completed the distal anastomosis to the proximal arch. This was done in 2 layers, the first layer being running second layer being interrupted pledged sutures. We had also placed a left lv vent through the right superior pulmonary vein and upon de-airing maneuver, we also placed an aortic vent as well, so crossclamp then removed and inspection of hemostasis then was performed. Protamine was then administered. Venous and arterial cans were removed. Lv vent was removed.

Manufacturer narrative:
The manufacturing records for the onxae-23 sn (B)(4). Were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. A review of the available information was performed. Onxae-23 sn (B)(4). Was implanted in the aortic position of a 47 year old male on (B)(6) 2018. This represents the second mechanical valve implant for the patient. The first was approximately five years prior when a non-cryolife valve was implanted for the patient who had had endocarditis. This second implant was to address a paravalvular leak as well as a pseudoaneurysm of the ascending aorta resulting in a patch repair to the sinus of valsalva. However, on (B)(6) 2019 (252 days post-implant) this second prosthetic valve was explanted as a result of a recurrent paravalvular leak (pvl) as well as a recurrent sinus of valsalva aneurysm. There is no indication that the onxae valve failed to perform as expected, but rather that the surrounding tissue had deteriorated. The onxae was replaced with a valved conduit, onxaap-25 sn (B)(4). Which replaced both the valve and the sinus of valsalva, effectively eliminating the pseudoaneurysm problem, as well as readdressing the pvl. The instructions for use for the on-x valve acknowledge paravalvular leak as a potential complication following prosthetic valve replacement, which may lead to reoperation as well as explantation [IFU]. Based on the available information, the definitive root cause for this event is paravalvular leak and pseudoaneurysm of the ascending aorta were the causes behind the explantation of the on-x mechanical heart valve prosthesis. Additionally, there is no suggestion, evidence, or indication that the original valve, onxae-23 sn (B)(4). Was functionally deficient except that the patient's condition warranted the placement of a replacement ascending aorta in addition to a valve. No further action is warranted at this time. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to initial reports, patient was implanted with onxae-23 sn (B)(4). (B)(6) 2018. On (B)(6) 2019 the patient received onxaap-25 (B)(4). This investigation will be relegated to the explant of the onxae-(B)(4). Additional information: date of procedure: (B)(6) 2019. Preoperative diagnosis: status post recurrence of sinus of valsalva aneurysm, recurrent paravalvular leak. Procedure performed: redo sternotomy, redo aortic valve replacement, removal of previous 23 mm onyx valve root replacement with a composite 25 mm onyx valve, modified bentall procedure. Indication for surgery: patient is a very pleasant 47-year-ald gentleman, who about 3 years ago had endocarditis, had his aortic valve replaced. He developed a paravalvular leak and sinus of valsalva aneurysm. Decision was made at that time to redo surgery was to go ahead and place a 23 11111 onyx valve and do patch exclusion of his sinus of valsalva aneurysm. The patient had done well, recently was readmitted with shortness of breath. Repeat tee did show paravalvular leak as well as recurrence of the sinus of valsalva aneurysm. The patient was seen and evaluated. Decision was made to go ahead and proceed with definitive treatment, which would be a root replacement. Informed consent was obtained. Continued dissection then was performed the aorta and there was noted to be frozen to the pulmonary artery, continued to dissect out as much that we felt was safe. We were able to go circumferentially near the proximal to the aortic arch, able to place a crossclamp and then gave retrograde cardioplegia. We were not able to achieve arrest, so we performed our aortotomy and gave handheld cardioplegia down the coronary ostium. Then, we were able to achieve arrest. On inspection of the aortic valve showed that there was a small pinpoint paravalvular leak between the left and right coronary cusp. The previous cormatrix exclusion patch had partial closure; however, around the cephalad portion appeared that it had reopened and the existing cavity was still there or so. We proceeded to mobilize the left and right coronary buttons and excise the aorta down to the annulus. Then, we did copious irrigation, c02 insufflation into the operative field. Circumferential pledged ethibond sutures were then replaced around the annulus after the 23 mm onyx [on-x] was removed with corresponding core-knots. After placing the circumferential pledged ethibond suture we resized that and got 25 mm composite graft. Re-dosing was performed with handheld cardioplegia down the coronary buttons. The valve conduit then was delivered and inspected and secured with core-knot. We did test it given some plegia down through the graft to if the anastomosis would hold and it appeared to have done so. We then fashioned the left coronary button and proceeded to perform the anastomosis of the left coronary button to the valsalva graft. This was done in 2 layers with s-e prolene running. Again, plegia was administered down the graft and we inspected for hemostasis around the button. We proceeded at this point to go ahead and perform the right coronary button to graft anastomosis done in end-to-side fashion with running prolene stitch with s-9 prolene in 2 layers. We started rewarming the patient at this point then completed the distal anastomosis to the proximal arch. This was done in 2 layers, the first layer being running second layer being interrupted pledged sutures. We had also placed a left lv vent through the right superior pulmonary vein and upon de-airing maneuver, we also placed an aortic vent as well, so crossclamp then removed and inspection of hemostasis then was performed. Protamine was then administered. Venous and arterial cans were removed. Lv vent was removed. Retrograde cannulas were removed. After completion of the protamine and we then re-inspected our suture line, appeared to be hemostatic. Co2 then was stopped. We did pack the aortotomy suture lines with fibrillar as well as surgicel powder. Ventricular wires and atrial wires were placed. Left pleural and right pleural drain5 was placed. A pericardial drain wa5 placed. I did partially close the pericardium with cormatrix. Completion of tee did show that we had good seating of the valve. Sternum then was closed with combination of wires, cables and plates. Size 18 mm screws were used for 2 x-plates. Copious irrigation of the sternum then was performed. Soft tissue layers were closed with running vicryl and layers and skin was closed with monocryl. Prior to closure of the groin incision we did doppler the signals in the femoral artery and we had good triphasic flow. So tissue layers were with vicryl and skin was closed with monocryl for groin incision. Prior to closure# all laps, needles, and sponge counts correct.